Manufacturer narrative:
Testing of the returned strips gave e11 error codes on all control tests. The strips tested with blood, gave results that were an average of 22mg/dl high out of spec. The e11 error codes and high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot# gave satisfactory performance.

Event description:
A (B)(6) customer opened a bottle of contour test strips and found the cap already open.no adverse events were alleged.the test strips are to be returned for evaluation, as exposure to moisture can cause high test results.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.